Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit functioning properly during testing. P-cap locked in place properly during testing. Unit received with cracked belt clip rails, partially broken retainer, broken reservoir tube lip, damage display window cover, scratched liquid crystal display window and dented case above liquid crystal display window. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had a crack retainer ring. Reservoir was able to lock in place. Troubleshooting was performed for damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.